Event description:
During MFR review of a pt's vns programming history, it was noted the vns output current was noted to be 0ma on (B)(6) 2008; the output current was immediately programmed to 1.5ma. At the previous office visit on (B)(6) 2008, no settings were changed and the output current was noted to be 1.5ma. A sys diagnostics test was performed on (B)(6) 2008 but there was no final interrogation to verify settings until the next office visit on (B)(6) 2008. It is likely a fault occurred during the sys diagnostics test on (B)(6) 2008 that caused the output current to reset to 0ma. Attempts are in progress to ascertain if the pt's vns was intentionally programmed to 0ma sometime between (B)(6) 2008.